Manufacturer narrative:
Additional information was received that there was no issue with the ipg and the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was non functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg was non functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had discomfort at the ipg site.

Event description:
A report was received that the patient's ipg was non functioning. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was non functioning. The patient will undergo an ipg replacement procedure.